Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The wire guide was not included in the return. Our laboratory evaluation of the product said to be involved there were breaks in the blue catheter. The catheter was kinked at 123.8cm 126.2cm, 127.6cm, 128.5cm and 130.2cm distal from the handle. The catheter was also broken at 126.2cm to 126.4cm distal from the handle with the purple inner catheter exposed. No other anomalies were detected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual examination of the returned product confirmed cracks in the catheter. The user indicated advancement of the device was difficult. The IFU warnings indicate "do not advance balloon dilator if resistance is encountered. Assess the cause of resistance to determine if dilation should be reattempted." Difficulty advancing the device into the scope likely contributed to catheter breakage. A corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an egd with dilation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic dilation balloon. It was reported [that] the force that was required resulted in the catheter breaking on the user end outside the biopsy port. The device was returned on (B)(6) 2022 and per evaluation, it was noted that the catheter was broken at 126.2cm to 126.4cm with the purple inner catheter exposed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.